Event description:
During a left ureteroscopy, two moses 200 d/f/l micron laser fibers (lot # 50140120, ref#: ac-10030100) failed with both the new (#816197) and old (#234563) holmium lasers. The issue caused a 20-minute delay in patient care in the operating room. The laser worked normally when using the 365 micron laser fiber.